Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Sleep current measurement and active current measurement within specifications. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No delivery occlusion alarm noted. No unexpected low battery alerts listed in the pump trace download. Battery cycle 32.0 received the low battery alert (104) on 02/16/2025 16:14:00 after more than 7 days at 24.32 days. Battery cycle 31.0 received the low battery alert (104) on 01/23/2025 08:32:00 after more than 7 days at 23.6 days. Battery cycle 30.0 received the low battery alert (104) on 12/30/2024 09:23:00 after more than 7 days at 24.05 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, fading serial number label and cracked battery tube threads. The p-cap/reservoir does lock properly. No failed battery alert, charge battery alarm noted during testing and no unexpected low battery alerts listed in the pump trace download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No delivery occlusion alarm noted. No filter option entered or filtering not within valid range. Unit was confirmed for damage at battery tube area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery life not lasting as long, rejected a battery twice, insulin flow blockage, and buttons were worn. The customer reported no adverse event. The event involved product(s) mmt-1884l, unomedical, unk_reservoir. Troubleshooting was partially initiated, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, unomedical, unk_reservoir.